Manufacturer narrative:
It is unknown if the complainant part will be returned for manufacturer review/investigation. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a proximal locking screw slightly bent after insertion. It was noted that the surgeon performing the procedure used an end-cap meant for a blade, not a locking screw. As a result, the screw bent horizontally. A surgical delay of 1 to 2 minutes was reported. This report is 1 of 1 for (B)(4).